Event description:
A health care professional reported of a loose tip (phacoemulsification) issue before surgery. The procedure type, completion details and information about the patient impact were unknown.additional information has been requested but none received till date. This case involved the eight of eleven patients.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).h.10 reflects all related report numbers associated with this product event that have been submitted at this time.